Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump changed customers pump carbohydrate setting from "on" to "off" on its own. Additionally, customer reported that the pump touchscreen times out too quickly. Customer's blood glucose level was 256 mg/dl. Reportedly, the customer had manual injections and an alternate pump available for insulin therapy.